Manufacturer narrative:
E1: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced tape not sticking event on 04-may-2024. The cause of non-sticking event were patient got wet from the shower and adhesiveness may be affected by skin type activity level and weather conditions (high temperatures and/or humidity). No further information available.